Event description:
Surgeon's office reported bilateral foraminotomies and partial facetectomies l5-s1. Posteriolateral fusion l5-s1 with pedicle screw instrumentation and right iliac crest autograft on (B)(6) 2010. Postoperative x-rays showed failed total disc arthroplasty with subluxation of the superior endplate over top of s1. Device explanted (B)(6) 2011. This is the first of three reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.